Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that the ins wasn¿t working and didn¿t charge anymore. The rep assumed the ins was likely overdischarged and may have been overdischarged before, but they weren¿t sure. Additional information was received from the rep on 2019-08-29. The rep reported that the patient was scheduled for a battery and a lead change. The patient needed a full body MRI system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had the replacement surgery on (B)(6) 2019.